Manufacturer narrative:
The insulin pump failed displacement test due to out of phase motor encoder signal. However, the insulin pump passed prime, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
The customer reported via phone call that the insulin pump did not alarm no reservoir but the insulin pump alarmed no delivery. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.